Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the stomach during a polyp removal procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the snare failed to conduct current. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.